Event description:
It was reported that pump screen remained dark and would not turn on unless pump was plugged into power, and customer experienced extreme difficulty pressing button and often needed multiple presses to activate screen. There was no adverse impact to the customer's blood glucose level. Technical support guided customer through troubleshooting, including removing pump from case, pressing button with support, and testing operation with and without power, and arranged pump replacement while instructing customer to keep pump connected to power source to use pump screens until replacement arrived.